Manufacturer narrative:
Results: four needles were returned and each of these were used to draw eight tubes. None of the needles' np sleeves failed to recover the needle between tubes and no leakage into the holders occurred. Function testing of the returned samples did not confirm the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5187162. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode. No objective evidence was provided by the customer in support of this complaint.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had blood leakage on the inner side of the holder close to the rubber sleeve.